Event description:
The hcp reports the pt presented in 2005 with fever and meningeal signs and symptoms. A culture of cerebrospinal fluid and lumbar region was negative for organism growth. The pt was diagnosed with meningitis. The pt was treated with IV antibiotics and total device system explant. The infection resolved and the pt experienced no drug withdrawal symptoms.